Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low troponin result generated by the unicel dxc 880i synchron access clinical system (full system). Erroneous troponin result was reported outside the laboratory. Customer checked the instrument and found a leaking probe on the ucta (unicel closed tube aliquotter), which was diluting the sample. No death or serious injury was associated with this event. It is unknown whether patient treatment was affected in this case.

Manufacturer narrative:
The probe fitting had become loose. The customer tightened the fitting to resolve the issue. A malfunction will be assumed for the purpose of this report.